Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that before an unknown procedure, right out of the packaging, the device had a dent that caused the device to bend and unable to use. There was no patient involvement.